Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the first spyscope ds ii was lost. A second spyscope ds ii was used and the image was lost approximately 10 minutes into the procedure during advancing in the common bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no additional damage nor defects were noted. An image test for the alleged visualization problem was performed by connecting the device to a controller: no image was displayed. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed an inadequate interface between the camera wire and solder. No additional problems with the printed circuit board assembly (pcba) or camera wires in the handle were noted. The handle was opened and the components within were visually inspected. Visual inspection supported x-ray imaging that the camera wire was not completed connected to the solder pads. Pressing the data wire back on the pad resulted in a live, stable image. The reported event was confirmed. During product analysis, inadequate contact between the camera wire and solder pads was observed; image was recovered by pressing on the solder pads to reestablish contact with the wires. Although a device history record (DHR) review was conducted and confirmed the device met all manufacturing specifications (including inspection and test of live image throughout production), the condition of the returned device suggests inadequate solder bond from the manufacturing process. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. There is an investigation in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the first spyscope ds ii was lost. A second spyscope ds ii was used and the image was lost approximately 10 minutes into the procedure during advancing in the common bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.